Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000091498.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead caused ineffective stimulation.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 where the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.